Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the sensor patch; no issue was observed. The watermark was observed at the base of the sensor tail indicating sensor tail properly inserted. The sensor data was extracted successfully using an approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. The device history records (DHR) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 61 mg/dl compared to readings of 184 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.